Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the iol shot into the eye through the injector causing a capsule rupture. The pt experienced increased intraocular pressure (iop), pain and a red eye. The lens was removed and the pt was left aphakic. The pt was treated with medications for increased iop and pain. The pt was hospitalized for 4 days. Additional info was received from the surgeon, who indicated an anterior vitrectomy was performed and the pt remained aphakic. The additional info also indicated the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This is the report for the cartridge.

Manufacturer narrative:
The complaint cartridge was not returned. An unopened cartridge from the same lot was returned. Results from the product history record review indicated the product met release criteria. A functional test was conducted with acceptable results. No other complaints were reported in the lot. The product investigation could not identify a root cause. (B)(4).